Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse established dual ground pad settings and made electrical / mechanical adjustment to correct reported problem. The fse did replace the integrated electrosurgical unit (iesu). Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection top cover is in decent condition, front bezel decent condition. The iesu was tested using the system. The iesu energized and cauterized, and all ports recognized instruments. The iesu will be sent to the original equipment manufacturer (OEM) for further investigation. The root cause is attributed to electrical issues with the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer indicated that the erbe integrated electrosurgical unit (iesu) was not working. The erbe was just replaced on the day before and now the ground pad was not recognizing. No related errors in logs. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified if the ground pad setting on the erbe was set to single from dual and the caller confirmed it was set to single. The caller expressed frustration and ended the call. No known impact or patient consequence was reported. It is unknown at this time how the procedure was completed. Isi followed up with the intuitive surgical, inc. (Isi) clinical sales representative (csr) and obtained the following additional information: the issue was due to a defective grounding pad. Once it was switched, the problem was resolved.